Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end and hypotubes were found to be detached from the main tube. All drive cables were found to be broken. The cables exhibited a fuzzy texture and reduction in diameter. This type of damage was consistent with exposure to a harsh cleaning environment. Additional observation not reported by site was corrosion at the clamping pulleys. Engineering also found broken cables at the clamping pulleys inside the instrument blue housing. All clamping pulleys exhibited an excessive amount of dried residue, likely from cleaning process. Engineering concluded that damage was likely due to mishandling during the cleaning and sterilization process. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the broken cables if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted broken wires on the curved scissors instrument. No patient harm, adverse outcome or injury was reported.